Event description:
Patient called opus in 2005 claiming that they had faulty implants placed into their shoulder which pulled out of the bone necessitating a revision of a rotator cuff repair. Following up with the attending surgeon confirmed that a revision of the patients rotator cuff repair was required as a result of the implants pulling out of the bone.